Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally there was a random access memory chip memory error noted. Performance data was also collected and analyzed. Power on reset (por) parameters were noted as one por for write to locked ram occurred on (B)(6) 2010 and one patient alert occurred for por on (B)(6) 2010. Battery depletion was also indicated as the time to elective replacement indicator in the save to disk on (B)(6) 2011 was less than or equal to 2.62 volts. The weekly battery voltage log data shows a decrease for minimum battery voltage between 2.64 to 2.61 volts between (B)(6) 2011 and (B)(6) 2011. There were two patient alerts for low battery voltage on (B)(6) 2011 and (B)(6) 2011.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.